Event description:
The complainant reported that the peel-away sheath broke off when attempting to peel the sheath during the clinician's therapeutic implant of a vaxcel implantable port in a pt. The complainant reported the procedure was completed successfully with the device without complication to the pt and that there was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the device was discarded; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.